Event description:
It was reported that during a cryo ablation procedure, approximately ten minutes after the transseptal puncture was performed the patient experienced a significant drop in blood pressure. A pericardial effusion was detected with an intracardiac echocardiogram. A pericardiocentesis was successfully performed and the patient required extended hospitalization. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.